Event description:
Post acl repair using the intrafix products patients developed staph infections which were treated with antibiotics. A total of 5 similar incidents occurring between 2000 and 2001 were reported by the same physician at a single facility. Products and lot numbers involved as follows: product number 254601 (1 per incident) lots 13249, 0005042, 0011090, 0101046, and 0103073. Product number 254603 lots 13373, and 13747. Product number 254602 lot 0011016. Product number 254609 lots 0011038, and 0102092.